Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description: spinal needle broke during placing in the right position in the back of the patient placed once, felt some pressure and pushed a little bit to get the needle in the wished position, then broke all of a sudden. They had to cut out the part in the patient. No further harm. The part of the needle that was in the patient is available for investigation, the other part (outside the patient) was already thrown away.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Additional information: d9 device returned to manufacturer. Corrected information: h5 labeled for single use. Device history record (DHR): reviewed the DHR and no abnormality was observed during in-process inspection. Sample evaluation: the cannula broke approximately 49mm from the hub base. The cannula needle was bent in two places. The shape of the broken part was clearly flattened and thinned, and closely resembled the shape of the sample that had been applied with force which might cause it to be bent and broken. Conclusion: the cause of this rupture is believed to be that the cannula was repeatedly bent and subjected to stress during use, because the fracture surface of the defective product and the sample that was bent and fractured in the experiment are very similar. The symptom of the cannula bending is not something that occurs during the manufacturing process of the bulk needle or during the transportation of the product. Therefore, the complaint is not confirmed.